Manufacturer narrative:
(B)(4) - hernia recurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent an epigastric hernia repair procedure on (B)(6) 2009 and mesh was used. The hernia never went completely away. The pt has experienced ongoing pain in the area, nausea, vomiting, diarrhea and constipation. The pt is unable to lift over 5 pounds or the hernia protrudes back out. The pt's hernia recurred within 1 year of surgery and her symptoms are interfering with her activities of daily living. The pt has been to the emergency room 3 times. No further information was provided.